Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm system not functioning as expected could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and confirmed four (4) instances of low vte (exhaled tidal volume). Ventec replaced the internal flow transducer (ift) to resolve the reported issue of low vte. Ventec also confirmed the presence of white powder contamination inside of the device, however, there was no indication that it had impacted the device's alarm system functionality. Ventec observed that the device's alarms all triggered at appropriate times. Proper device operation was then confirmed through functional and performance testing. The source of the observed contamination could not be determined. The investigation was unable to conclusively determine the cause of the device's alarm system to not function as expected, as this issue could neither be duplicated nor confirmed. The investigation determined that the cause of the reported low vte was the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm was not functioning as expected. The reporter, a distributor, advised that the device did not provide a patient circuit disconnect alarm when one would be expected during use. The reporter further advised that there appeared to be a large amount of "white powder" on the device's internal bacteria filter. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details were provided. When the distributor received the device back from the patient, a service technician noted, "confirmed user related white powder contamination on rear cooling fan and top of o2 tank, but not in flow path" and noted that the device's exhaled tidal volume (vte) levels were low (zero).